Event description:
The customer reported the metal part was unglued from the valve. The reported issue occurred during reprocessing. There was no patient involvement. Additional details have been requested regarding the subject device. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the tightening ring and metal part were separated. There was no significant shortage of glue to fix the tightening ring to the metal part. Therefore, no manufacturing nonconformity was confirmed. Additionally, it was confirmed that the user performed the reprocessing in accordance with the instruction manual and did not pull or rotate the tightening ring excessively. It is possible that the glue between the metallic component and plastic component deteriorated and peeled because of physical or chemical stress. Olympus will continue to monitor field performance for this device.